Event description:
Pump was overinfusing. Syringe: 35cc. Volume: 20cc morphine concentration: 15mg/ml. The customer states that the pump was set to deliver a continuous infusion over a time period greater than 24 hours. The nurse checked the syringe after 10 hours and discovered that there was 7cc less in the syringe than was expected. The pump was tested over 24 hour period with the same results.